Event description:
It was reported by a company representative a vns patient reported erratic stimulation in the past that caused chest and neck discomfort. The patient wants her vns explanted. Additional relevant information has not been received to-date.

Event description:
Information was later received the patient has been scheduled for explant surgery due to the pain. No known surgery has occurred to-date.

Event description:
Patient underwent generator explant due to lack of efficacy and intolerability of stimulation. Patient was unable to tolerate more than 0.5 ma stimulation. The explanted generator was received. Analysis is underway but has not been completed to date.

Event description:
Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents can be verified. This was successfully verified in the lab. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. The reported allegation of ¿erratic stimulation¿ was not duplicated in the lab. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.